Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. The customer was treated with insulin drip, manual injection. The customer stated that, the length of the hospitalization is of 1 month. The customer was assisted troubleshooting for high blood glucose. Customer did not use auto mode. The insulin pump was returned for analysis